Event description:
Area of injection: glabella and tear troughs and nlfs. Pt noticed swelling around her nose and thought it was allergies, she contacted the physician on (B)(6)2010. Noticeable swelling around her eyes and swelling all over her face. Nodules started appearing in all injected areas - unsure of date. The physician injected hyaluronidase in all areas - date unk.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.